Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. If additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the home patient (hp) noticed that their minicap had fallen off the transfer set. This occurred right before connecting to the homechoice (hc), for therapy. There was patient involvement, however there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional relevant information become available, a follow-up report will be submitted.